Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8120 unit. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: unit was completely dead 8120 unit, will not power on. Unit will need to sent in for services repair confirm level one price quote to tech. Will call back once he po# to get unit in for services repair.